Event description:
It was reported that during an angioplasty procedure, a stent damage occurred. Vascular access was obtained via the femoral artery. A 4.00x38mm promus element plus stent was used to treat the unknown target lesion. A non-bsc embolic protection device (epd) was deployed distal to the stent. The stent was then deployed at the rated burst pressure. After deployment, they attempted to retrieve and take out the epd but it caught up with the stent. Stent deformation was then noted. The stent was removed from the patient. The procedure was completed with balloon angioplasty. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device code 2915 relates to component code 515. Device is a combination product. (B)(4).

Event description:
It was reported that during an angioplasty procedure, a stent damage occurred. Vascular access was obtained via the femoral artery. A 4.00x38mm promus element plus stent was used to treat the unknown target lesion. A non-bsc embolic protection device (epd) was deployed distal to the stent. The stent was then deployed at the rated burst pressure. After deployment, they attempted to retrieve and take out the epd but it caught up with the stent. Stent deformation was then noted. The stent was removed from the patient. The procedure was completed with balloon angioplasty. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: only the stent was returned for analysis. The stent was severely damaged throughout. The stent was stretched and deformed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is caused by other device. (B)(4).